Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation with the epicardial lead programmed in a unipolar mode. The lead exhibited high impedance and high threshold, and appeared fractured under x-ray taken. It was further noted that the lead is still pacing successfully in a bipolar configuration. The lead remains in use. No patient complications have been reported as a result of this event.